Manufacturer narrative:
The field service engineer inspected the analyzer and adjusted the water volume and pump pressure. The investigation noted that the customer centrifuged the lithium-heparinized patient sample tube for 5 minutes. The investigation determined the event was due to a sample quality issue. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 790064. The expiration date was not provided. The field service engineer inspected the analyzer and found water overflowing from the cell rinse station. He repaired this issue. The investigation is ongoing.

Event description:
The initial reporter received questionable hdl- cholesterol gen.4 (hdlc4) assay results from two patient samples tested on the cobas pure c 303 analytical unit. The reporter provided one example of discrepant results: the initial result was 16. 2 mg/dl. The repeat result was 77.0 mg/dl. The initial result was not reported outside the laboratory as the reporter checked it based on the patient's history.